Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on 06/12/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. No injury or medical intervention was reported. Calibration was not performed after experiencing inaccuracies. The dexcom g5 mobile continuous glucose monitoring system states: if the cgm values are outside the 20/20 range, calibrate again. Data was reviewed on 06/29/2016. The reported event of cgm inaccuracies was not confirmed. A root cause could not be determined.